Event description:
A technician reports tracking difficulties during bilateral refractive surgery on a pt with very dark pupils. This report is for the right eye, the left eye is being reported under MDR #1061857-2009-00005. During surgery on the right eye, the system kept losing track, the operator would reacquire track on the eye and continue with the procedure. At 95%, the system lost track again and the surgeon elected to proceed with the fellow eye. Add'l info provided by the facility indicates there was no visual impact to the pt's right eye.

Manufacturer narrative:
Determination of root cause: assessment: although the field service engineer (fse) could not duplicate the reported difficulty, the territory manager (tm) verified the reported event through the instrumentation files. While onsite, the fse verified that the tracker operation and alignment was within specifications. The pt's pupil diameter was 6.7 mm, which is below labeling range for tracking (between 7mm and 11mm). The tm visited the site and discussed pupil size requirements for the tracker. The operator stated they understood the labeling requirements of the tracker system. Conclusion: based on the results of the investigation, the device was found to be operating within specifications. The root cause of the event was due to pupil diameter lower than the labeling requirements.